Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was implanted and explanted. The physician reported there was no failure with the ring but felt a tissue valve would serve the patient better. No adverse patient effects were reported.